Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to a patient (doi and initial setting were unknown). It was reported that the patient¿s ventricle was not reduced after the valve implantation when the surgeon checked under x-ray. Then, the surgeon changed the pressure setting to 1, however, the patient¿s condition was not improved. The revision surgery was performed with strata valve (article number and setting were unknown), then the patient¿s condition was improved and is now under monitoring. After explanation of the reported valve, the surgeon checked the valve mechanism, and found that there was no obstruction. No further information was provided by the hospital

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected; biological debris was noted inside the valve, covering the valve mechanism. The valve was hydrated. The position of the cam when valve was received was not visible due to biological debris, certas tool confirmed setting 1. The valve was visually inspected: biological debris was noted inside the valve mechanism. The valve was tested for programming. The valve passed the test, the settings were confirmed with certas tool, rc positions could not be confirmed as cam was not visible. The valve was flushed, the valve passed the test (a bit high but still in the spec.) No occlusion was noted. The valve was leak tested, no leaks noted. The catheters were irrigated; no occlusions noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found impacted around the valve mechanism. A search for relative complaint was not possible as the lot number was unknown. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem found during investigation is due to the biological debris found impacted around the valve mechanism. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.